Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that during preparation of the clip delivery system (cds), it was observed the lock lever cap was leaking while attempting to de-air the device. After the leak was observed, the cap was attempting to be closed but was unable to be fully closed. Therefore, the cap was attempted to be reopened, but at this time, the cap became cracked. Due to this issue, the cds was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported crack as no issues were noted to the cap. However, the reported leak was confirmed as fluid was noted to be leaking from the lever cap. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The observed lock lever shaft twist and scratched lock lever cap were a result of troubleshooting steps/procedural circumstances. A conclusive cause for the reported crack could not be determined. Based on the information reviewed, a potential product issue was identified due to the reported leak during device preparation. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.